Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2015 due to disassociation of the locking bar.